Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The philips field service engineer (fse) confirmed a blank screen when the unit powered into diagnostic and normal modes. The exhalation flow sensor thermistor temperature outside range error code was confirmed in the device history record. The fse found that the exhalation flow reading was out of specifications. A check valve was inspected and a pinched edge was identified. The oxygen sensor was evaluated and an oxygen test was performed. It was found that the oxygen reading was out of specifications. The fse replaced the video graphic assy printed circuit board (vga pcb) to address the blank screen, exhalation flow sensor to address the error code 5004, check valve to address the pinched check valve, and the external o2 flow sensor to address the oxygen accuracy test reading o2 out of spec. The unit passed performance verification testing after the service and repairs were completed and the unit was ready for clinical use.

Event description:
It was reported that the screen was blank and the ventilator stopped while in use on a patient. There was no patient or user harm reported. The event date was not specified; estimate used.